Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device with sat messaging system, the ventilator (patient with tracheotomy tube) had a respirator alarm due to circuit disconnection and the spo2 monitor alarm occurred for about 10 minutes until the patient's confirmation. By the time you notice, there was no value for both spo2 and pr, cardiac arrest, or unconsciousness. There was patient involvement and reported that the heartbeat was resumed, but the consciousness was unknown.